Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The crm reported on an adverse event form (B)(6) involved in the (B)(6) at (B)(6) in (B)(6). (B)(6) reports an aseptic acetabular component loosening resulting in a revision of the acetabular cup (B)(6).